Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing a spring wire guide (swg) assembly, 2-l catheter , introducer needle, cath/needle assembly and two dilators for analysis. The straight tubing was noted to be missing from the assembly. No signs of use were present on the swg. Visual inspection of the swg revealed two bends in the distal end of the body. The location of these bends would have been within the straight tubing if it had been assembled to the advancer tubing. No damage was noted to the protective tubing or tray returned. Microscopic examination confirmed both welds were present and spherical. The bends in the swg measured 412 mm and 430 mm from the proximal weld. The total length of the swg measured 452 mm, which is within specifications of 449.2-458.8 mm per swg graphic. The outer diameter of the swg measured 0.511 mm, which is within specifications of 0.508-0.533 mm per swg graphic. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and the returned 20 ga introducer needle with minimal resistance. The swg also passed through the returned catheter and both dilators with no issues. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package has been previously opened or damaged". The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Two bends were observed on the guide wire body. The guide wire met all relevant dimensional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the bent portions of the guide wire would have been located inside the straight tubing, protecting it from damage. Therefore, it cannot be confirmed when the guide wire became bent. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.